Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "patient presses one area of the screen and another gets selected instead ". The customer's blood glucose value was 42 mg/dl. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.